Manufacturer narrative:
The insulin pump passed displacement test and rewind test. The device alarmed motor error during basic occlusion test due to severe moisture damage on force sensor resistor. The device had corroded motor home switch and moisture damage on vibrator motor and all electronic assemblies which were noted during visual inspection. The device had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.(B)(4)

Event description:
Customer reported via phone call, the insulin pump was alarmed motor error during prime. Customer's blood glucose was 160 mg/dl. Troubleshooting was performed. Customer stated she had dropped the device but it didn't hit the floor only the wall. The device was not exposed to an MRI or strong magnetic field. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis.